Manufacturer narrative:
Device evaluation- one used device was returned for evaluation. The device was given functional testing and this showed leakage in the bag area. The manufacturing facility determined the likely cause was improper handling of the bag during manufacturing.

Event description:
Information was received indicating that immediately on use, a smiths medical cadd cassette reservoir leaked from the inner balloon. There was no patient involvement in this event. No adverse effects were reported.